Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ll 200 s/c had air bubbles. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that a few people mention that they are having issues with the 3 ml syringe sucking up air resulting in a lot of bubbles and the inability to completely fill the syringe. Verbatim: I have had a few people mention that they are having issues with the 3 ml syringe sucking up air resulting in a lot of bubbles and the inability to completely fill the syringe. They mentioned the difference in collection was noticed when the packaging changed. They report the air/bubbles are happening with roughly 75% of blood collections using the 3ml syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0253528. D.4. Medical device expiration date: 9/30/2025. H.4. Device manufacture date: 10/27/2020. H.6. Investigation: two photographs are received, in the images received it can be seen a damaged corrugated box as well as a syringe with a broken blister, however it is not possible to ensure that the damage to the blister is generated in the plant. During the investigation of the conditioning process, it was sought to replicate the defect reported by the client observed in the photograph, however this could not be replicated, therefore, it is ruled out that the damage shown is generated in the conditioning process. In addition, the damaged syringe was inside the corrugated box, therefore the defect (broken blister) could have been generated during the damage to the secondary packaging, it is important to mention that the investigation of the damage in the secondary packaging to corrugated box is outside the scope of the bd manufacturing plant. Furthermore, during the documentary review of the batch 0135282 no quality events record in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. H3 other text : see h.10.

Event description:
It was reported that syringe 5ml 21ga 1-1/2in bil. The following information was provided by the initial reporter: at the time of technical reception it is evident that 1 box x (B)(4) units of the input syringe des 5cc c. Luer lock-bd 302495 arrives in poor condition. I have verified with the hub's quality analyst that the photo of the damaged blister cannot be guaranteed to be just service. It is possible that it was broken on impact, but we cannot be sure.